Event description:
It was reported that the instrument burned the patient causing a second degree burn. The system was plugged into a free standing light source that had the capability of producing 300 watts of power. The sales rep indicated that the generator was "turned all the way up." Forty-five minutes into the surgery the light source went dim and the surgeon had noticed that the system had gotten hot. It is unknown what treatment, if any, was given. Although the device was probably not the cause of the reported event, we are filling this report anyway out of an abundance of caution.